Manufacturer narrative:
The field service engineer (fse) was on site to investigate the event. The fse verified hardware, high sensitivity (hs) system check, dilution test, lumiap and ap-10 all passed. Hardware is performing to specifications. A definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to elevated accutni (troponin I) results generated on the access 2 immunoassay system for one patient. The patient samples were re-tested and the results were within the normal reference range. It's unknown if the initial results were reported outside the laboratory. It is not known if there was any change to the patient treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.